Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A patient was implanted with a light adjustable lens (lal, (B)(6), +21.5d) on (B)(6) 2024. The patient completed one light adjustment and no lock-in treatments. Approximately 7 months after the implantation, the patient presented to clinic complaints of persistent blurry vision. Clinical examination revealed a central area of elevation on the lens. The lens was explanted on (B)(6) 2025.